Event description:
It was reported that the catheter was successfully inserted in the operating room by md in 2008. Approximately 4 weeks post insertion, the dialysis unit reported a crack in the blue luer-lock connection. The repair kit was used, as it was leaking profusely and sucking air making dialysis impossible. The crack in the hub was approximately 10mm long, starting from the distal side towards the proximal end of the luer-lock connection hub. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.